Manufacturer narrative:
Unit received unable to perform the displacement test due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked case display window corner and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked in casing and rubber gasket was coming loose. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.